Event description:
A 66 year old female with history or a stemi (st-elevation myocardial infarction) and type I insulin dependent diabetes presented to (B)(6) hospital on (B)(6) 2025 to undergo an elective flexible bronchoscopy with robotic right lung resection. While the surgeon was stapling over the pulmonary artery, the device failed to close both sides of the vessel. The surgeon requested add'l support, resulting in an additional surgeon reporting to operating room to assist, along with an anesthesiologist. Based on the collaboration between the two surgeons, the procedure was converted to an open procedure. Blood was ordered and then quickly converted to a mass transfusion protocol order to expedite the process. During the mtp process, the patient began to experience arrhythmias, and a code blue was initiated. Despite multiple rounds of resuscitation efforts, the pt expired.